Event description:
It was reported that prior to starting a da vinci-assisted pancreatoduodenectomy, the permanent cautery hook had the black part on the tip broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "black element on the tip of the instrument broken". The instrument was found to have a dislodged ceramic sleeve with no missing material. Common causes of the failure mode dislodged instrument ceramic sleeve are attributed to manufacturing. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement. Additional findings not reported by the site were also identified. The instrument was found to have the conductor cap missing. The missing piece was not returned, measuring roughly 0.202" x 0.224" in size. The root cause is attributed to user. The instrument was found to have an ear of the distal clevis broken. The broken piece was returned, measuring roughly 0.238¿ x 0.267¿ in size. Common causes of the failure mode broken instrument distal clevis are typically attributed to the user, such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The instrument was found to have a broken monopolar yaw pulley. The molded pin was broken but no piece was missing because of the breakage. Common causes of the failure mode broken instrument monopolar yaw pulley are typically attributed to mishandling, such as excess force applied to the distal end of the instrument. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument passed the continuity test. No damage observed on the conductor wire. Common causes of the failure mode thermal damage instrument monopolar yaw pulley are typically attributed to mishandling. The probable cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery hook (part# 470183-14 / lot# n10200706 0080) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: there was evidence of thermal damage to the yaw pulley. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.